Event description:
Reportedly, instrument misfired resulting in clips being deployed from the deivce incorrectly instead of clamping onto vessel. This action resulted in an artery being pierced during organ removal which had to be subsequently clamped. Procedure: unk.